Event description:
It was reported that the patient had their device explanted due to an infection at the site of the generator. The patient recovered without sequela. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.